Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that surgery was performed in (B)(6) 2017. Complaint of pain from patient. X-ray showed broken implant. Decision to revise had not been taken on intake.

Manufacturer narrative:
The reported event that wrist fusion plate short bend variax2 123mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed based on the evaluation of x-ray reports provided. Following observation was made based on the evaluation of the x-rays provided: the only thing that can be confirmed was that the plate is broken at the transverse oblong hole in the area of the cmc joint which has not been fused (as usual). The x-rays do not show any obvious deviation from the surgical technique. It seems that fusion of the wrist joint is successful allowing for removal of the hardware. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. According to the clinical statement and evaluation of the x-rays provided, no deviation from the surgical technique was noted. Based on investigation and the available information, the root cause of the reported event is not related to a deficiency of the device but is rather patient related. The breakage might have occurred due to overloading or some increased post operative patient activities. Loads on the device produced by load bearing and the patients¿s activity level will dictate the longevity of the device. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that surgery was performed in (B)(6) 2017. Complaint of pain from patient. X-ray showed broken implant. Decision to revise had not been taken on intake.